Manufacturer narrative:
The explanted ipg passed visual and photographic imagine tests performed. The complaint of premature battery depletion was confirmed. The device exhibited the symptom of typical electrocautery damage, and it suggested that the analog ic had been damaged by high-voltage transients at the time of revision. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1. Current labeling warns against the use of monopolar electrocautery (refer to physician's implant (B)(4)).

Event description:
A report was received that following a lead revision the patient is now having trouble charging their implant. A boston scientific representative confirmed premature battery depletion. The physician replaced the patient's implantable pulse generator. The patient is doing well after the procedure.

Event description:
A report was received that following a lead revision the patient is now having trouble charging their implant. A boston scientific representative confirmed premature battery depletion. The physician replaced the patient's implantable pulse generator. The patient is doing well after the procedure.